Event description:
Literature was reviewed regarding a comparison of patient outcomes between leadless implantable pulse generator (ipg) and transvenous ipg implantation following transcatheter aortic valve replacement (tavr). The authors described patient deaths in both leadless and transvenous implants; however, the causes of death were unknown and defined as all-cause. There were patients who experienced deep vein thrombosis, pulmonary embolism, and thrombosis and embolism caused by the device, effusion, cardiac tamponade, infective endocarditis, postprocedural hematomas and hemorrhages, intraoperative cardiac arrest, pericarditis, hemothorax, pneumothorax, and heart failure hospitalizations. There were also puncture site complications which included arteriovenous fistula, vascular aneurysm, and other unknown vascular complications. There were device-related complications such as unknown mechanical breakdown, dislodgements, perforation, infection and inflammatory reaction, and pain. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/82 years old. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: comparison of patient outcomes between leadless vs transvenous pacemakers following transcatheter aortic valve replacement. Jacc cardiovascular interventions. 2024; 17:1779¿1791. Doi: 10.1016/j.jcin.2024.05.030 this is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra product ID: mc1vr01-delsys serial: unknown d9: no dev rtn to MFR? No h4: mfg date: unknown h5: yes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.